Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer was experienced high blood glucose. The customer¿s blood glucose level was 30 mmol/l. The customer was treated with syringes. Troubleshooting was done for high blood glucose and under delivery. Customer's other blood glucose was 24.7 mmol/l, 21.8 mmol/l. Customer was assisted with high pressure test and it was passed. Based on customer report customer does not allege pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.